Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2012 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: to put an artificial splinter in the bladder - treat the first procedure. Nonsurgical treatments: on (B)(6) 2012 the patient commenced pain medication: oxytrol for the treatment of: treat the pain all over. The patient was treated with topical treatment (including oestrogen cream): canesten for the treatment of: irritation.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.